Event description:
Subsequently after the initial report was filed, it was noted that the polyimide olive (connector piece inside the filter device) of the eps, was torn and stretched. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported filter damage was confirmed. The reported difficulty removing could not be replicated in a testing environment as it was based on operational circumstance. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the jade balloon catheter was advanced too far on the wire causing the tip of the balloon catheter to become stuck on the proximal neck of the emboshield filter. It should be noted that the emboshield nav6 instruction for use (IFU) states: maintain adequate distance between the proximal tip of the filtration element and the most distal tip of any interventional device. In this case, failing to keep adequate distance between the jade balloon catheter and emboshield filter appear to be the likely cause of the difficulties. Based on the reported information and observations from the returned analysis, the reported difficulty removing and damage to the filter appears to be due to circumstances of the procedure. It is likely that the jade balloon catheter was advanced too far on the wire causing the tip of the balloon catheter to become stuck on the proximal neck of the emboshield filter. The condition of the returned filter indicates that the filter had slightly prolapsed as the jade catheter collided with the filter causing the noted stretched and torn damage. The difficulty removing was a result of the jade catheter tip being stuck over the proximal neck of the emboshield filter causing the filter to withdraw with the catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A2, a3: patient information updated h6: medical device problem code 2017 - failure to follow steps

Event description:
It was reported that the procedure performed was to treat 100% in-stent restenosis in a heavily calcified, mildly tortuous superficial femoral artery. The large emboshield nav6 embolic protection system (eps) was advanced and subsequently, the 7.0x150mm jade 18 balloon dilatation catheter appeared to have entered through the wire exit port on top of the eps filter. Upon withdrawal of the jade balloon, the eps filter was inadvertently getting withdrawn as well and the two devices were stuck. An unspecified device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.